Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was randomly squirt insulin on prime, button was sticky, back light did not worked. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had motor error and it was cleared and prime again. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify prime or fill anomaly, back light anomaly motor error alarm and charge/battery lasts less than expected unknown anomaly due to buttons not responding. Motor passed motor test. (B)(4).